Event description:
The clinic reported that they were seeing central islands on some of their laser vision correction pts. The clinic further reported that at 6 to 8 weeks post operation, the pts outcomes are varied and the doctors are not as concerned with the results as they were initially. Additional info has been requested from the clinic, however, as of this date, no further info has been provided.

Manufacturer narrative:
The field service engineer evaluated the system at the customer location and found the debris nozzle was a little off from center. The nozzle was repositioned to the center. The calibration plastic was inspected and was found to be within the specification. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report became available, a supplemental report will be submitted.